Manufacturer narrative:
Updated event description of problem.

Event description:
It was reported that during the procedure the grey plastic of the device was broke off inside the patient, but all pieces were recovered. The procedure was completed without delay, using the same device. Although the surgeon blames the device, he was satisfied with the surgical outcome. No post-operative restrictions were given to the patient.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed a piece of the bumper is broken off the journey fem impl impactor and has not been returned. The device shows significant signs of wear/usage. A medical investigation was conducted and confirms this case reports that during the surgery, the impactor broke into inside the patient. Per email communication, all pieces were removed from the patient, and the procedure was completed with the same device, without patient injury or delay. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the procedure the grey plastic of the device was broke off inside the patient, but all pieces were recovered. The procedure was completed without delay, using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.